Event description:
During review of the event history log it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusion. The occurrences suggest a device malfunction. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found that the ultrasonic sensor readings were below specification. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.